Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays multiple transducer fault errors in the events log and ventilator inoperable alarms. The customer performed troubleshooting; but the issue was not resolved. The issue occurred during testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 800). The output differential voltage of pt800 at -4.130 mvdc is outside of the specification. This issue will be internally investigated within carefusion.